Manufacturer narrative:
Additional narrative: UDI: unavailable.

Event description:
Asr revision to take place (B)(6) 2015; asr resurfacing- left. Reason(s) for revision: alval / soft tissue reaction. Patient is bi-lateral. See (B)(4) for right hip. Update 24 apr 2015 - confirmation received dor (B)(6) 2015, additional reasons for revision - pain, noise,scf states (B)(4). Hips were asymptomatic in 2011 now painful, poor function + increasingly large fluid collections around prostheses. Added additional surgeon and hospital. (B)(4).